Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on an unknown date and an unknown sample type. A customer went to the walk-in clinic and tested positive (platform unknown) on an unknown date. Although requested, no additional information was provided, including details about the treatment and the outcome.